Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1802003, medical device expiration date: 2023-01-31, device manufacture date: 2018-02-15. Medical device lot #: 1711030, medical device expiration date: 2022-10-31, device manufacture date: 2017-12-04. (B)(\6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe plastipak luer slip had a broken/damaged plunger before use. There were no reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd syringe plastipak luer slip had a broken/damaged plunger before use. There were no reports of serious injury or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Manufacturer narrative:
Investigation summary: one unused sample without packaging was received for evaluation by our quality engineer. Upon visual inspection of the sample, the thumb press of the plunger was observed broken. Through magnified inspection, no molding defects could be identified as the cause of the broken plunger. A device history record review for the reported lot number 1711030 did not reveal any anomalies during production that could have contributed to the broken thumb press. A device history record review for the reported lot number 1802003 revealed one anomaly during production. During the assembly process, a failure was found within the machines which caused the plungers to get caught within the assembly wheels. Once the failure was detected, the defective samples were rejected and the mechanical team repaired the failure. The plunger rod for this incident could have been a result of this assembly process failure. As the sample received was outside of the blister packaging, the lot number cannot be determined and therefore the assembly related failure cannot be confirmed. Investigation conclusion: since no molding defect has been found in the sample received and it cannot be confirmed which lot from the both reported it belongs to, the root cause cannot be confirmed.

Event description:
It was reported that the bd¿ syringe plastipak luer slip had a broken/damaged plunger before use. There were no reports of serious injury or medical intervention noted.